Event description:
Information was received from a patient implanted from a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient changed the batteries in her patient programmer on (B)(6) 2016 and adjusted her settings. The next morning, she went to adjust her setting again and saw a warning power on reset (por) message on the patient programmer screen. It was unknown if there were any recent medical tests or electromagnetic interference environmental exposure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had stimulator replaced on (B)(6) 2016 and everything is back to working order.

Event description:
Additional information was received from the patient. They reported that patient said their first stimulator lasted 2.5 years, it went "kaput" and they met with the manufacturer rep when they lived in virginia. Pt said rep hooked up his equipment and told them it had died. Pt did not know the date this happened or the date they met with rep. During the call pt stated when their prior ins went out it did not give warning. Reviewed the option to use the programmer regularly to check for low ins battery .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient on sept 26 2016 indicated that the por message has not been resolved and there was no intervention taken to resolve the por. The cause of por was unknown and no symptom associated with the por. The patient stated her therapy had been off since she saw the por message on her patient programmer (pp). She had been doing fine without stimulator but that it was manufacturer job to get the message clear because she was stuck with this device that's not working in her body. The patient did state that her healthcare provider's (hcp) office told her they were no longer accepting her insurance but that she was welcome to use the hcp office as a meeting place to see someone to clear the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.